Event description:
Event description guidant received information that the lead displayed increased pacing thresholds and impedances. Noise was noted on the rate/sense electrograms, which resulted in several episodes of non-sustained ventricular tachycardia. Lead integrity testing confirmed out of range impedance readings. It was confirmed that the patient did not experience any symptoms as a result of this impedance issue.